Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section "references") that the pump will alarm "high pressure" if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A device history record (DHR) review could not be performed in that no specific product was identified. No serial number was provided. The complaint could not be confirmed, and the root cause could not be determined. According to the investigation, the most probable cause due to improper user interaction with the product. Serial # is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that the patient was in a hospital following a previously reported pump issue. The patient was getting high pressure alarms. According to the reporter when the issue with the high pressure alarms occurred, the patient had a backup device, that was able to switch to and successfully continue with the therapy.